Manufacturer narrative:
Pump received with stripped battery cap coin slot noted. The test reservoir was able to lock in place. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. No blank display were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump totally turned off. Customer mentioned she cannot even remove the battery out because she cannot even remove the battery cap from the insulin pump. Customer also mentioned that he had high blood glucose. Troubleshooting was done for cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.